Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior. An xtw clip was inserted but became caught in the chordae. The clip was able to be removed from the chordae and brought back into the atrium. It was noted that one of the grippers was not functioning as intended. Therefore, the clip was removed and replaced. On the back table, the gripper not functioning. The physician flushed the clip with saline and the gripper was able to function again. No tissue damage was observed on the clip or imaging. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the no tactile gripper cover was observed to be caught/pinched by the harness (mechanical jam) and the gripper cover was observed to be bulky/loose (product quality problem). The reported difficult or delayed positioning-anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information reviewed and the results of the returned device analysis, the single gripper actuation issue (difficult to open or close) and the observed bulky/loose gripper cover, were due to the harness pinching the gripper cover as the gripper was able to be lowered once the gripper cover was released from the harness. A cause of the observed gripper cover being pinched by harness (mechanical jam), however, could not be determined. Additionally, a cause for the reported difficult or delayed positioning with the anatomy could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior. An xtw clip was inserted but became caught in the chordae. The clip was able to be removed from the chordae and brought back into the atrium. It was noted that one of the grippers was not functioning as intended. Therefore, the clip was removed and replaced. On the back table, the gripper not functioning. The physician flushed the clip with saline and the gripper was able to function again. No tissue damage was observed on the clip or imaging. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.